Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital after receiving a patient notifier. Upon device interrogation, the right ventricular lead exhibited high hvli - high voltage lead impedance - on both rv and svc channel. The lead was capped and replaced. The patient was fine post procedure.